Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms during basal and bolus delivery. The customer changed the supplies on the pump multiple times. As the pump supplies had been changed and the current cartridge had been removed from the pump, tandem customer technical support (cts) was unable to perform a system check to determine a possible cause of the occlusions. When the customer was loading a new cartridge, a minimum fill notification was received. The customer did not complete troubleshooting with cts. The customer's blood glucose (bg) level was elevated. Insulin injections and pump corrections were used for the high bg level; however, it was not lowering. The customer was going into diabetic ketoacidosis and was going to go to the hospital. Although requested, additional information was not provided.